Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10439. The patient received two scs systems (one cervical and one lumbar). It was reported the patient's lumbar lead location was revised on (B)(6) 2011 due to lead migration. It was also reported the patient was in a car accident and is no longer receiving stimulation from the lumbar scs system. The patient advised she has not charged the ipg since (B)(6) 2010. The patient programmer will not communicate with the ipg. The patient reported it feels like the ipg has shifted and is at an angle. Two additional patient programmers and a replacement charging system were tried to no avail. The patient is currently working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.